Event description:
Rwmic device evaluation (B)(6) 2021: findings: according to our test instruction 856402 I pa the motor handpiece was tested visually and regarding the mechanical functions. The suction channel and the complete bore from the suction tube (prox.) To the clamping head (distal) were checked with endoscope optics. Channel/ bore is very clean and no residues are present. The complaint could not be determined. The us version of the instruction manual ga-a202 no longer corresponds to the current state of the art and will be updated to the current us english instruction manual, change pk20-0329 has been started. The condition reported by the user facility were not confirmed. After testing and evaluations it was determined that the device meets specifications and no failure was found.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Labeling review (ga-a202). Important: in addition to this instruction manual, follow the manuals for the products used in combination with this product. If other products are used in combination with this product, make sure that the intended uses and relevant technical data (working length, diameter etc.) Are the same. Use only approved components and connection cables. When using rotary blades/burrs for spinal surgery, ensure that the working channel of discoscopes and the internal diameter of working sleeves is sufficiently large. Use instruments with 2.5 mm, 3.5 mm and 4.0 mm diameter through discoscopes and instruments with 4.5 mm diameter through suitable working sleeves. Use only suction devices and devices for supplying irrigation fluid that do not reduce the protection rating "bf" of the motorized handle in accordance with iec/en 60601. The user is responsible for selecting a suitable irrigation fluid. Machine cleaning: manually preclean the products before machine cleaning. Connect the motor handpiece via the luer connector of the installed rinsing adapter and via the suction connector to the rack of the washer-disinfector device (wd). Place the small parts into a small parts sieve or sieve tray of the wd. Program parameters: 2 min of precleaning with cold tap water; emptying; 5 min of cleaning at 55 [?]c (applied concentration as specified by the manufacturer); emptying; 3 min of intermediate rinsing with demineralized water (20 c ± 2 °c); emptying; 2 min of intermediate rinsing with demineralized water (20 c ± 2 °c). Important: do not connect the detachable power cords to the motor handpiece for sterilization, sterilize separately instead. Set the valve or sealing insert, open (14.2) to "on" so that the steam can flow freely. If additional information become available, rwmic will submit a follow up report.

Manufacturer narrative:
(B)(4). Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report with additional information, and investigation of this complaint.

Event description:
On (B)(6) 2020, the user facility reported the following to richard wolf medical instruments corporation (rwmic): received exchange item and upon evaluation found dried blood in the inner channels of the unit. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? No. Was there any injury or illness to the patient due to the reported issue? N/a. Was there any injury or illness to any other personnel due to the reported issue? N/a. Did the issue cause a delay in the procedure being performed? N/a. Did the delay put the patient at risk? (Only applicable if there was a report of delay) n/a. Was there a similar back-up device available for use? N/a. Was the scheduled procedure completed? N/a.